Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l5jz, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0l5jz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 that a recently implanted patient was experiencing incontinence and was looking for assistance. The issue with incontinence began friday after implant. The first 2 days post surgery the patient did fine and then he would have periods of incontinence. It was not every day but it might be 2-3 times a day or he might not have any. The hcp (healthcare provider) redirected them to the manufacturer to make adjustment to settings. The patient had never had incontinence before. The patient used a catheter since (B)(6) on and off. The caller was not sure if the patient's bladder needs retraining since he was on that for so long. With the settings the patient was on, he was feeling the "sensations". They had not made any adjustments on their own, the caller was not certain how to do this. The patient was implanted for urinary retention - atomic bladder. They were not using antenna. They were on program 3- 2.1v. The caller tried turning stim up and saw the turn ins on warning message. Patient services had caller synch and verify seeing lightning bolt in upper left corner. Caller stated it was blank. Patient services had caller turn stim down to 0.0v and then turn it on. Now, they saw the lightning bolt. The caller hit the plus button and was able to increase. Patient services asked caller if they thought they may have accidentally turned it off. The caller was not sure. The caller stopped on program 4- 2.0v. The caller had the patient try moving to different positions to make sure the stim was not uncomfortable/painful. It was good. 2.1v was a little uncomfortable. It was later reported on (B)(6) 2014 that the patient was still having periods of incontinence since calling from the last time and they had tried all 4 programs. The patient had a fall on monday or tuesday of this week, landed on the bottom and left elbow and the patient did not complain about pain except for soreness and tenderness on the elbow. This morning / today the patient was eating breakfast and the patient complained of rectum pain, felt like bottom stretch like having a bowel movement. When the patient urinates it burns, burning sensation. The caller had the patient lean forward and caller checked where leads were it hurt and caller mashed where ins was located and it was kind of tender. The other side / left side the patient did not have pain or discomfort. The patient complained today that the patient's head was hurting and it felt like they had a hole in the head, like someone sticking a needle in the head. The patient had been having periods of confusion that started on monday. The day the patient fell at the park at the marina, the patient tried standing up by himself and the patient had never done that without anybody being there. That was when the patient fell on monday or tuesday. The caller did not know if the patient may have uti or jar the ins when the patient fell. Additional information from the healthcare provider noted that it was unknown if the patient had 50% or greater symptom reduction. It was unknown if the event cause was determined; it was noted that the patient had a fall recently per md notes (B)(6) 2014. (B)(6) 2014 patient was told to leave interstim off. Patient treatment: uti and f/c (foley catheter - catheter inserted). The patient had a follow up with the doctor on october 8 and the patient's caregiver was told to turn the device back on that night. The caregiver was to remove the catheter in the morning and then go through several days in the channel to see if the fall dislodged the lead.